Event description:
It was reported by service report that the power cord was damaged, and the bed would lose power when bending cable. There was pt involvement. However, no adverse consequences were reported.